Event description:
Customer reported testing at work with the freestyle meter receiving results in the mid 100's (130-160mg/dl) and having symptoms of hypoglycemia. Customer reported their nurse co-worker assisted by getting candy or juice to resolve symptoms.